Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. No rewind anomaly noted. However, a noisy motor was noted during testing due to faulty motor. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on with a high blood glucose level of over 600 mg/dl. The customer was treated for their blood glucose with insulin shots. The customer stated that the insulin pump was damaged after dropping the device on the floor. The customer was assisted with troubleshooting and had their insulin pump replaced.